Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock may not have been delivered. It's unknown whether the device was being used on a patient at the time of the event or any adverse event to the patient or user, waiting for gfe feedback. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the shock may not have been delivered. Device was in clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Complaint evaluation: the customer called and spoke with a philips remote service engineer (rse). The device events files were exported for a review. Device passed the operational check before put into clinical use at time of event, indicating no malfunction of external paddle. Shock disarmed was recorded twice and the reason was timeout, which means when device was charged, shock buttons were not pressed in a timely manner. Instruction for use(IFU) chapter 6 illustrates shock disarmed due to exceeds set time, "the defibrillator disarms automatically when the shock button has not been pressed within the time period specified in the time to auto disarm configuration setting". The time period can be configured in time to auto disarm configuration setting. Customer resolution and conclusion: the customer was provided explanation on the reason shock cancelled during the event. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.